Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s wake/lock button was unresponsive, troubleshooting including a guided restart did not restore function, and a replacement device was arranged with counseling that the original device¿s water resistance would be compromised and that backup therapy should be in place. Symptoms included no device-generated alerts or alarms. Outcomes included replacement supplies shipped and user education completed. Investigation included collection of device history through user reports and coordination for device return and data synchronization to the mobile app. Investigation of this device was confirmed and revealed a suspected hardware malfunction of the sleep/wake button on the pump user interface; the device remained capable of cgm data receipt via the app, but therapy data would not transfer to the replacement device. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake/lock button.